Manufacturer narrative:
N/a.

Event description:
The following has been reported: biomed reported: customer name: (B)(6). Date of failure. Problem reported: secondary upstream. Occlusion. No patient harm. Upstream occlusion on secondary line, tested with working blood line set. No visible damage, pump is clean. Attached logs as .zip, extract for .tgz file. Received at depot confirmed pump problem error wait for log review tech on-site suggested to check fva assembly I tested the following and did not fix the issue (all new parts) av flag board av encoder board fva motor frm pcba board device with new parts installed still was upstream occluding. (B)(6) service team will repair the pump. No pump return. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 3). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. The device was repaired by the customer; fresenius kabi is communicating the investigation and repair results here. Fresenius kabi will not be receiving the device or the parts back for investigation